Event description:
It was reported that the right ventricular (rv) lead had unacceptable pacing thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead measuring 40.5 cm was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: addr01, implantable pulse generator, (B)(6) 2009; 407652, implantable pacing lead, (B)(6) 2009. (B)(4).